Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump was malfunctioning. The pump displayed and alarm without any information whether there was a message with the alarm. The patient confirmed that it was not due to the cassette not being secure or the line being clamped. The patient used a backup pump to resume therapy as infusion was life sustaining. There was no reported injury to the patient.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. All keypad and labels were found intact. The battery door was found missing. A review of the event history log identified multiple no disposable and high-pressure alarms in the history. Functional testing was performed using a sensor test. Testing found measurement of the sensors to be within specification. The reported problem was unable to be duplicated. No root cause could be determined. The downstream occlusion (dso) sensor was replaced as a preventive measure. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.